Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the removal of left neck lymph node procedure, the mat detected a sponge three (3) different times when there was not one. Wand scan was clear. Once patient moved off of table, mat and wand tested again and both responded appropriately to present the absence of sponges. Full body wand scan also completed and was clear. When everything worked as expected after patient moved from it, the wand, mat, and console were sequestered. It was not the unit in question, it was the rf mat. There was no patient injury.